Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54.00 mg/dl compared to readings of 200.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54.00 mg/dl compared to readings of 200.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11, 224, 227, 193 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Smu test (source measurement unit) was unable to be performed due to damage during de-casing. Further extended investigation was conducted. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor event log was unable to be extracted. Bench testing was performed on the returned sensor. The returned sensor was placed on the evm (evaluation module) and was verified to be unable to scan with the observed error message ¿inventory command failed.¿ due to the inability of the sensor to scan, further functionality testing was unable to be performed. It was determined that the issue of the sensor exhibiting low glucose readings was unable to test due to the returned sensor being unable to scan, which was an indication that the board was damaged during de-casing. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.